Event description:
The patient contacted lfs on (B)(6) 2010 alleging that the down arrow button on the one touch ping meter keeps getting stuck and the meter does not power on. The patient alleged that due to the reported issue they felt "hot" and "prickly". The patient did not seek any medical attention or contact their physician for assistance. The patient denied any misuse of the product and this was the first time the product was being used. The meter did not power on by pressing the power button. The batteries did not need to be replaced and the patient was using the correct test strips. The meter was replaced. There is no evidence that the meter caused or contributed to an adverse event since the patient's symptoms are not suggestive of a serious injury and the patient denied seeking any medical attention. The complaint is being reported since the patient alleged issue with the down arrow button and the meter not powering on was not resolved.

Event description:
It was reported by service report that the scale is not working properly. No adverse consequences have been reported. No injury reported.

Manufacturer narrative:
Lot # information was not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.